Manufacturer narrative:
(B)(4). The device was discarded by the facility. No report of device malfunction during original procedure.

Event description:
Post-operatively of a trans diaphragmatic convergent procedure, it was reported that a male patient presented to the ER on (B)(6) 2017 with abdominal pain and vomiting. A CT scan revealed a small bowel herniation through the incision from the trans diaphragmatic convergent procedure. Surgical repair was required and the patient is recovering. The date of the convergent procedure was (B)(6) 2017 and was performed without incident.